Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on unknown date and suture was used. The needle broke off from the suture like a pop off during use. Another like device was used to complete the procedure. There were no adverse patient consequences reported.